Event description:
On 07/30/97 at 12:10 a.m. Nurse was attempting to suction childs trach. A #0 catheter is required and the package was labeled #10, but the catheter was much larger. On checking other packages, several were found to be mislabeled. A different catheter was obtained and the missized catheter was never used on the child.